Event description:
Procedure performed: laparoscopic wedge biopsy of the left lobe fo the liver. Incident date: unknown. Medwatch #4400150000-2019-8002. "Surgeon attempting to use a 5mm laparoscopic retrieval system to remove specimen from the patient. Device failed to deploy upon multiple attempts." Date of event (B)(6) 2019 patient is 64 year old male 235 lb, not hispanic/latino. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering was unable to deploy the bag, which confirmed the complainant¿s experience. The event unit was disassembled and the tissue bag was still rolled up in the inzii tube and minor fraying was observed on the cord loop. Based on the customer¿s experience, it is likely that the reported event was caused by the cord loop that was jammed near the retention hook. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 4400150000-2019-8002.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is a follow up report to medwatch #(B)(4).

Event description:
Procedure performed: laparoscopic wedge biopsy of the left lobe fo the liver. Incident date: unknown. Medwatch #(B)(4). "Surgeon attempting to use a 5mm laparoscopic retrieval system to remove specimen from the patient. Device failed to deploy upon multiple attempts." Date of event (B)(6) 2019. Patient is (B)(6). Patient status: no patient injury occurred associated with the complaint event. Type of intervention: ni.